Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: the reported event has been evaluated and will be monitored. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The two transparent casings which house the implant were tightly stuck together resulting in the scrub nurse struggling to remove the inner sterile case. The tab the scrub nurse uses to remove the inner casing broke off. The scrub nurse then had to use a forceps to remove. Doi: (B)(6) 2017